Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the light guide lens was discolored inside and the knob wire was cut off. Additionally, the light guide lens had a crack, the charged coupled device lens had a crack, the angulation in the up direction was out of standards due to the worn angle-wire, the connecting tube was corrugated, the connecting tube protector was broken, the scope cover was deformed, there was corrosion from electrical connector due to the leakage the gap on the up down knob is out of standards due to the worn angle wire, the aspiration quantity is out of the standards due to the broken channel tube, the waterproof test failed due to the broken channel tube, the charged coupled device lens was broken, the light guide lens was broken, and the bending section cover adhesive was lifting. A review of the device history record found the subject device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Conclusion for event 1, inside of light guide lens was discolored: we could not identify the foreign material. We could not specify the cause of the foreign material remaining in the device. Since the foreign material adhered to the part other than external surface of the device, the foreign material could not be removed by reprocessing. The cause of the dirt entering lg-lens: fluid invaded the device due to leakage from biopsy channel, and inside of light guide lens was discolored. Conclusion for event 2, k-wire was broken. Mbc could not specify the root cause of the suggested event. Presumable cause: the strands of k-wire were broken by fatigue breakdown due to repeated manipulation of the forceps elevator. Then, strands of k-wire were frayed and raised due to repeated brushing around forceps elevator and repeated attachment/ detachment of distal cover. Mbc could not specify root cause of the suggested event.

Event description:
The customer's allegation was reported on 11oct2023 as non-pae reportable. The pae reportable evaluation finding the light guide lens was discolored inside and the knob wire was cut off were both found on (B)(6) 2023. G3 in the medwatch updated to reflect the reportable finding date based on evaluation.